Event description:
Report received that while a generator was prophylactically replaced, it was found that the explanted generator header was bent. The header was reportedly bent prior to the explant procedure. The surgeon indicated he did not do anything during the surgery that bent the header and that it was bent while implanted. A review of the device history record showed the generator had passed all quality inspections prior to release for distribution. The generator has been received by the manufacturer and is pending analysis. No further information has been received to date.

Event description:
Product analysis was completed on the generator. A visual examination showed that the header was partially delaminated from the pulse generator case at two locations. Excessive tool marks were seen which were unexpected for a typical implant or explant procedure. An absence of dried bodily fluids or corrosion in the delaminated areas was also noted. The anchor was bent and the anchor pin was dislodged/trapped between the can and header. This caused the header to be bent to the side, opposite from the logo side. A visual examination also showed there was normal, complete header to can adhesive present in all areas. Scratches on the can were also seen and were typical marks found after explant. Discoloration was found likely from dried bodily fluids. Burn marks were also seen likely from an electro-cautery process. The generator communicated normally and all electrical tests were passed. No other anomalies were seen. No further relevant information has been provided to date.